Event description:
Customer reported there is a black spot that looks like a burn on the screen of the compact plus meter. No adverse event reported. A request was made for the return of the device, replacement sent.